Manufacturer narrative:
Product complaint # ==> pc(B)(4) investigation summary ==> the instrument associated with this report was not returned. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint #(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
MDR staff have noticed the pinnacle cup impactor tip (221750004) is cross threaded and no longer usable for surgery. Item was discarded. No further information is available. Please send replacement direct to the following address: